Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, hypersensitivity and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, device dislocation, hypersensitivity, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), device dislocation ("migration / migration of essure device - location of device: unknown location"), pregnancy with contraceptive device ("post implant pregnancy") and bipolar disorder ("psychological or psychiatric problems - conditions: bipolar disoder") in a 28-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concomitant products included paracetamol (tylenol) since october 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), vulvovaginal rash ("vaginal rash"), depression ("depression / psychological or psychiatric problems - conditions: major depressive disorder"), anxiety ("mental anguish") and vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with alprazolam (xanax), lamotrigine (lamictal), lurasidone hydrochloride (latuda) and paracetamol (acetaminophen). At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, bipolar disorder, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal rash, depression, anxiety, dysmenorrhoea and vaginal infection outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bipolar disorder, depression, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure. The reporter commented: essure confirmation test: 13-feb-2013: doctor said everything was good (total bilateral occlusion). She underwent bilateral tubal ligation on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-feb-2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: events: vaginal infection and bipolar disorder were added. Event onset date were updated. Plaintiffs address was updated. Concomitant and treatment drugs were added. Reporter causality comment was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a 28-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal rash ("vaginal rash"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal rash, depression, anxiety and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-feb-2013: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, vaginal rash, depression, mental anguish, dysmenorrhea added. Lot number, reporter, medical history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a 28-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal rash ("vaginal rash"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal rash, depression, anxiety and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-feb-2013: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.